Event description:
It was reported the patient presented for initial procedure. During implant, a stylet was unable to advance down the atrial lead and the atrial lead helix would not extend. The physician elected to use another lead to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to extend helix and failure to advance stylet were confirmed. A complete lead was returned in one piece for analysis with the helix retracted and covered with blood/tissue. X-ray examination found the inner coil was over torqued. After cleaning and applying torque directly to the inner coil, the helix could be extended and retracted. A sample stylet was used for an insertion test and was restricted due to the over torqued inner coil at the connector region. The cause of the reported events were due to blood/tissue in the helix housing and the over torqued inner coil consistent with procedural damage.